Event description:
This pt presented with multiple inappropriate shocks from her single chamber ICD, due to noise and sensing from a fractured right ventricular defibrillator lead with fluctuating and extremely high lead impedances. Extraction of the right vd lead and insertion of a new vd lead and new single chamber ICD were performed in 2006. She was discharged home two days later.